Manufacturer narrative:
The main component of the system and other applicable components are: product ID 388928, lot # 0211570398, implanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
A manufacturer representative reported a consumer got surgery due to urinary retention. After the surgery, the consumer suffered scleroderma and could not take antibiotics, which caused the wound to not heal and infection. The doctor thought the possible reason was that the consumer had immune diseases. The device was explanted and the consumer was still in for treatment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the device was removed due to the consumer¿s immunological disease and which involved postoperative infection.

Event description:
Additional information received from the representative indicated it was unknown whether the consumer¿s scleroderma was related to the device and/or therapy. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.